Manufacturer narrative:
The unit powered up properly after battery installation. The unit was received with operating currents within specifications. The unit passed the self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed the power error detected alarm was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to resistance issue. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. The unit was received with stained serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a power error detected alarm. The customer's blood glucose level was unknown. The device was returned for analysis.